Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 11 pro max / 2.9.1 / ios 26.1.